Event description:
During a ptca procedure a bmw guidewire became stuck within the transit microcatheter. The microcatheter was exchanged for a new transit microcatheter and the procedure was finished successfully. There were no reported pt complications.